Event description:
The customer claims the unit battery connector broke off. There is no visible damage to the alarm case. There was no pt injury reported. Eval for the returned product shows that the unit powered on, but there is no alarm sound when pressure is released from the sensor.

Manufacturer narrative:
(B) (4). Eval: results: eval of the returned product shows the alarm powered on, but there is no alarm tone when the pressure is taken off the sensor. There's no damage to the battery or rj-11 connectors. The fail safe feature does not work. The unit battery door is missing. (B) (4).